Event description:
A malfunction alarm was reported, displaying malfunction code 16. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.